Event description:
It was reported that multiple embolization coils were deployed within the internal iliac artery. The last coil delivered migrated in vessel into an unintended vessel location. The physician retrieved the coil using a 6fr catheter and intravascular. There was no clinical sequelae.

Manufacturer narrative:
Complaint sample was not returned for evaluation.